Event description:
Reporter states the chair would take off on its own a few times and while in the shop it took off and ran into the service tech's desk. Reporter also stated that when the joystick was in neutral position you could push the chair. No injuries reported.